Event description:
Event: (cc# 98-01056) after iabp for several days, the iab leaked. On 9/17/98, the following was reported to datascope: the patient had been weaned to 1:3 timing to 1:1. The order was carried out and shortly after the timing change occurred, an alarm for "check iab catheter" sounded. Blood was then noted in the tubing. The iab was removed and another was not inserted. There was no patient injury or complication as a result of the event on 8/21/98. The physician had been contemplating weaning the patient prior to the leak. The patient was transferred out of ICU to the general medical floor on 8/27/98. The patient remained unresponsive since arresting in the car prior to hospital admission. [Event complications]: none from the event - reported 8/25/98 and 9/17/98. [Patient's current status]: unresponsive -rpt'd 9/17.